Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the footend could not be lowered. It was further reported the power cord was cut and the head left siderail could not be locked in the up position. It is unknown if there was patient involvement or if there are adverse consequences to report.